Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were visual indications of dried fluid within the cassette compartment, however no particulates were found. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A post-accelerated stress test (ast) simulated treatment of 8500ml over 2 hours and 15 minutes was performed and failed due to the alarm ¿make sure heater bag is on heater tray¿ during fill 1. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom heads and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. The hp1 filter was clogged and it was replaced with a clean filter. A second post-ast simulated treatment was repeated and completed without failures. The cycler underwent an ast and passed without failures. There were no fluid leaks in the test cassette during the simulated treatment and ast. The cycler underwent and passed a patient sensor calibration check, system air leak test, and a valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested positive for glucose. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette compartment of the cycler when removing the cassette after cancellation of pd treatment. The issue was reported a day later. The patient¿s contact reported receiving multiple air detected in cassette alarms during drain 2 of 4 at which point the treatment was cancelled. He also received a heater bag not detected and not enough supply bag alarms during step 3 of setup. The leak began during drain 2 of 4 of treatment. The source of the leak is unknown. The patient¿s contact was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). A new cycler was issued to the customer. It was reported that an alternate treatment option was available. Upon follow up, the pdrn reported that treatment was completed with continuous ambulatory peritoneal dialysis (capd). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The reported cycler has been returned to the manufacturer for physical evaluation.